Manufacturer narrative:
Upon inspection and testing of the returned device, service found the image issue (no image) was due to circuit board failure from water ingress. In addition, service confirmed the video connector was cracked. The cable was twisted, there was a water leakage due to a pinhole in the cable, there was water ingress of the cable part, and the scope mount was bent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus asset that was returned from a user facility with no alleged complaint. Upon inspection and testing of the returned device, it was observed the subject device was not displaying an image and the connector of the subject device was cracked. This report is being submitted for the malfunction found during evaluation of the device (no image). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon indicated by the repair department was reproduced. It was found that the image was no longer displayed due to the cable pinhole flooding resulting in poor communication and no images are displayed. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not reprocess or store this product with tweezers, forceps, scalpel, etc. Otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage.¿. Olympus will continue to monitor field performance for this device.